Manufacturer narrative:
A supplemental is being submitted for the completed engineering evaluation. Corrections have been made to h.6: type of investigation, investigation finding, and investigation conclusion. An additional code was added to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The complaint was confirmed based on the provided imagery. An internal imagery review performed by an edwards' proctor observed hypo-attenuated leaflet thickening (halt) on all the three leaflets, and waist was observed on the valve, which indicated an under-expanded valve. Hypo-attenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g., stenosis), non-structural dysfunction (e.g., pannus), or thrombosis (formation of blood clots on the valve). However, a definitive root cause was unable to be determined due to the limited information provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted

Event description:
As reported from field clinical specialist, during a transfemoral tavr procedure, the patient received a 23 mm sapien s3 ultra valve. Approximately 6 months post procedure, the patient was admitted to the iu health methodist hospital with hypo-attenuating leaflet thickening (halt). The recent CT showed an under-expanded valve with significant halt at all 3 cusps. The transesophageal echocardiogram (tee) showed thickened leaflets with a small mobile echo-density attached to the tip of left coronary cusp (lcc) and trace central aortic insufficiency (ai). The tte spectral doppler confirmed high velocity across the transcatheter heart valve. The patient received a valve-in-valve tavr with a 26 mm non-edwards valve 6 months post tavr procedure.